Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a malfunction alarm during basal delivery. There was no impact to the customer's blood glucose level. The pump was successfully reset during troubleshooting with tandem technical support.

Manufacturer narrative:
.